Manufacturer narrative:
Device evaluation- the returned device was given functional testing. The device's event history log was downloaded and examined; this showed an error code 10036 had occurred. This indicates an issue with the motor. The motor was replaced. The cause of the component issue was not established.

Event description:
It was reported that the device gave alarms and displayed messages "error 10036", "error 10037" and "error 10038". No known adverse effects to patient.